Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the radiofrequency (rf) head cannot receive the signal intermittently. (B)(4).

Event description:
It was reported that the indicator light on the radiofrequency (rf) head does not illuminate. The rf head was returned to the manufacturer for servicing. There was no patient involvement.